Event description:
It was reported that during a stenting treatment procedure, a balloon would not deflate and difficulty removing the balloon occurred. The target lesion was located in the renal artery. An express renal sd stent was well placed in the renal artery. However, the balloon would "not come down" and could not be removed thru an unknown introducer sheath. The express renal sd stent delivery system was removed with the introducer sheath from the patient's anatomy. The procedure was completed with this device. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)